Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq shifts from a previous patient saved in mosaiq 3d.

Manufacturer narrative:
H6 updated. H10 updated: the investigation ascertained that xvi sends the online setup correction directly to the couch as expected and therefore the patient is treated correctly. The customer completed two cone beam CT (cbcts). The first cbct (cbct1) had a shift that was used for treatment and a record was made in mosaiq - tpo (third-party offset) - tpo1. The couch was shifted and a second cbct (cbct2) was taken. As the patient was in the correct position, there was no tpo corresponding to the second cbct. After treatment, in 3d image registration, third party offsets must be associated with a cbct for review. A tpo is automatically associated if it is the only tpo recorded within a limited time period close to the time of the cbct. In this case, the cbct not requiring correction was opened, the tpo from the first cbct was automatically associated. This incorrect offset will result in a registration that is not acceptable. This incorrect association may be identified and the review aborted or the fusion result will be rejected. This issue would not result in patient harm and is not a safety issue.